Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient bothered as the purewick female external catheter came out of its place. Complainant suspected that the patient got up in the middle of night, took off the wick and then replaced it in wrong spot. Also stated that the patient had urinary tract infection from not using the product correctly. The representative suggested to put diaper or underwear over wick. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as use related . A root cause for this failure could be "user attention failure, places device incorrectly or is unaware of the proper placement of the device." A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: ''it also states " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". '' h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient bothered as the purewick female external catheter came out of its place. Complainant suspected that the patient got up in the middle of night, took off the wick and then replaced it in wrong spot. Also stated that the patient had urinary tract infection from not using the product correctly. The representative suggested to put diaper or underwear over wick. It was noted that the patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection.